Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolutfx-23 valve, there was a challenging aortic arch with significant angulation. Multiple unsuccessful attempts were made to cross the aortic arch using two high-support guidewires and a balloon to create a pathway, but these efforts were not successful. Significant tension was observed in the delivery system, leading to bending of the cone and proximal portion of the capsule. The delivery system encountered tension while passing through the arch. The patient was scheduled for the implantation of a 23 millimeter valve, and the specialist initially proceeded via the femoral approach. The patient's hospitalization was extended by three additional days for stabilization before proceeding with the direct aortic approach. The entire system, including the valve, was replaced as a best practice. No injury was reported. Additional information was received to report the patient presented with severe hypotension and required orotracheal intubation, which resulted in the extended hospital admission. Additional information was received that the severe hypotension developed during an unsuccessful attempt to advance the delivery cat heter system (dcs) through the aortic arch while using a balloon to create a channel for improved system progression. At this point, the physician decided to proceed with the intervention. Per the physician, the hypotension was caused by the attempt to pass through the aortic arch, which led to the patient's decompensation. The first valve was never deployed, as it failed to pass through with the dcs. The patient was intubated on the day of the procedure but is currently stable.

Manufacturer narrative:
Continuation of d10: product ID: evolutfx-23 (serial: (B)(6)); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolutfx-23 valve, there was a challenging aortic arch with significant angulation. Multiple unsuccessful attempts were made to cross the aortic arch using two high-support guidewires and a balloon to create a pathway, but these efforts were not successful. Significant tension was observed in the delivery system, leading to bending of the cone and proximal portion of the capsule. The delivery system encountered tension while passing through the arch. The patient was scheduled for the implantation of a 23 millimeter valve, and the specialist initially proceeded via the femoral approach. The patient's hospitalization was extended by three additional days for stabilization before proceeding with the direct aortic approach. The entire system, including the valve, was replaced as a best practice. No injury was reported.

Manufacturer narrative:
Corrected data: b1. Let this report reflect a product problem. B2. As this report does not reflect an adverse event, the outcome should be blank. H1. Let this report reflect the type of reportable event is a malfunction. Additional codes. Let this report reflect annex f code f08 was removed. Updated data: b5. A second paragraph was added. H10. A second regulatory report was submitted to account for the patient's hypotension, ventilation, and prolonged hospitalization. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolutfx-23 valve, there was a challenging aortic arch with significant angulation. Multiple unsuccessful attempts were made to cross the aortic arch using two high-support guidewires and a balloon to create a pathway, but these efforts were not successful. Significant tension was observed in the delivery system, leading to bending of the cone and proximal portion of the capsule. The delivery system encountered tension while passing through the arch. The patient was scheduled for the implantation of a 23 millimeter valve, and the specialist initially proceeded via the femoral approach. The patient's hospitalization was extended by three additional days for stabilization before proceeding with the direct aortic approach. The entire system, including the valve, was replaced as a best practice. No injury was reported. Additional information was received to report the patient presented with severe hypotension and required orotracheal intubation, which resulted in the extended hospital admission.